Manufacturer narrative:
The unit was received with a stripped battery cap coin slot. The unit was received with its operating currents within specification. The device passed functional testing including the rewind, basic occlusion, occlusion, prime/compromised force sensor system, excessive no delivery, unexpected restart error, and displacement tests along with the self test. The following physical damage was noted: cracked casing at the display window corners, display window, reservoir tube window, reservoir tube window corners, and battery tube threads along with minor scratches on the lcd window.

Event description:
The customer reported via phone call that she was in the hospital for a high blood glucose exceeding 800 mg/dl. The customer could not walk or stand, and she experienced pain on her right side. The customer's potassium and kidneys were out of control. The customer suffered a stroke. The customer was treated with IV drip and insulin drip and was still in the hospital at the time of call. The customer mentioned that the insulin pump was not necessarily the problem: the customer was unable to remove the battery cap through normal means and the nurse used an item she should not have used in order to remove the battery cap. The insulin pumps sustained damage to its casing as a result of the botched battery cap removal. The drive support cap was inspected and it appeared normal. However, the customer was advised to revert to a medically prescribed back-up plan. The insulin pump was returned for analysis and a replacement device was sent to the customer.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.